Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was unable to perform the displacement test due to a missing retainer and a missing reservoir tube o-ring. The insulin pump was received with a broken reservoir tube lip, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated the insulin pump was dropped now the transparent plastic ring is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned to analysis.